Manufacturer narrative:
(B)(4) date sent: 1/20/2021. Additional information was requested and the following was obtained: what was the exact surgical procedure? Surgery for colorectal cancer. What is the surgeon¿s experience with the device? Unobtainable. What was the surgeon¿s pre-op anti-coagulation therapy? Unobtainable. Did procedure start open or laparoscopic? Unobtainable. What anatomical structures was the device being used on when the bleeding occurred? Unobtainable. What were the approximate size of the blood vessels? Unobtainable. Was any medical or surgical intervention needed to address the bleeding? The bleeding was treated by ligation and tamponade. Were any blood products administered? Intraoperative infusion of 11.5 u packed red blood cells to correct anemia to moderate anemia. Was the post-operative care altered in any way due to experience with device? Unobtainable. What is the patient¿s current status? The patient was in a stable condition and has been discharged from the hospital. Currently, there is no follow-up report on any complication. What was the power setting on the generator? Unobtainable. Were there any generator alert screens during the use of the device? Unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4). Batch #: p91186. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the exact surgical procedure? What is the surgeon¿s experience with the device? What was the surgeon¿s pre-op anti-coagulation therapy? Did procedure start open or laparoscopic? What anatomical structures was the device being used on when the bleeding occurred? What were the approximate size of the blood vessels? Was any medical or surgical intervention needed to address the bleeding? Were any blood products administered? Was the post-operative care altered in any way due to experience with device? What is the patient¿s current status? What was the power setting on the generator? Were there any generator alert screens during the use of the device? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch.

Event description:
It was reported that the scalpel was hard to cut and coagulate, during the procedure of colorectal cancer, causing the small blood vessels of multiple wounds to bleed heavily. The bleeding wounds and small blood vessels were found by laparotomy and then treated by ligation and tamponade. Changed to another one to complete the surgery. No additional information can be provided.